Event description:
Pt's wife called with a general question after her husband expired from cancer. She asked if the tens device is safe to use with someone who was one month post treatment for pelvic and lung cancer tumors and will it be safe if the person has more tumors and is in radiation treatment to use the device. Company's sales representative told the physician she did not think the device should be used given the recent cancer treatments. The attending physician said there were no facts that cancer patients should not use the device. There was question whether the electrical treatment could provoke growth of cancer cells. Pt used the tens device 2-3 times a day for a month for a cervical strain and lumbar strain but did not get much relief. Within 5 weeks a new pelvic tumor developed. The pt expired in 2008. The pt's wife stated she knows the device did not cause her husband's death, but was questioning the physician's judgement and management of the care provided.

Manufacturer narrative:
The device labeling was silent relative to device use in cancer patients. The company generally does not support device use in cancer patients or patients with known tumor activity which the sales representative reflected. The safety of tens devices for patients with cancer is unk and the current device labeling reflects that warning. The device was not returned for analysis. The relatedness of tens for treatment of cervical and lumbar strains with the development of a new pelvic tumor in a patient with pre-existing cancer (lung and pelvic tumors) cannot be determined.